Event description:
Hosp cath lab personnel were using the device with a pt for a procedure. According to the reporter, the defibrillator would not charge and the device gave one continuous beep and alarmed "cannot charge."

Manufacturer narrative:
The hosp biomedical dept evaluated the device but could not duplicate the reported malfunction. Physio-control evaluated the device, including opening the case and inspecting interior, but could not replicate or confirm the reported incident. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use.